Event description:
It was reported that when fluid was pushed in one lumen, it would pass up the other lumen.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.